Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16346. It was reported that the patient presented for an implant procedure. During the procedure, the atrial and right ventricular leads exhibited high and out of range pacing impedance. The leads were not used, and new leads were implanted. The patient condition was stable.